Manufacturer narrative:
Device not returned for evaluation.

Event description:
During tlif (transforaminal lumbar interbody fusion) surgery on (B)(6) 2015, while removing a 8mm calix-t trial (x034-0342) from the l5-s1 disc space using the calix-t inserter (x034-0015), the threaded portion of the calix-t inserter broke off at the distal tip of the inserter and with-in the 8mm trial. After the surgeon removed the 8mm trial with no surgical delays or patient injuries, a calix-t 9mm implant was implanted within the patient. There were no surgical delays and no patient injuries caused by the incident.

Manufacturer narrative:
Evaluation of actual returned device showed that initially reported lot number was incorrect. Correct lot number is 838714.